Event description:
It was reported, the patient was experiencing abdominal pain which began postoperatively. The patient experiences abdominal pain with the stimulation turned on or off. The patient is receiving effective stimulation; however, she wants the scs system removed. Surgical intervention is pending to address this issue.

Event description:
Follow up information identified the patient has decided against further surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent lead repositioning on (B)(6) 2016. Effective therapy was restored and abdominal pain resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.